Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.

Event description:
Technician alleged that the brakes lock but the brake casters still swivel. No pt impact.